Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2025, a 64-year-old female underwent a deep vein thrombosis (dvt) thrombectomy using inari devices. During the thrombectomy, the clottriever xl catheter (CT xl) would not retract into the clottriever sheath, 16fr, therefore the physician attempted to remove the two devices together. While pulling the two together, the coring element on the CT xl separated from the catheter and remained in the patient's vasculature. After an unsuccessful attempt to remove the CT xl coring element by aspirating the coring element through a triever16 and triever20, the coring element was eventually telescoped into the triever20 through a protreive sheath. The coring element was snared and pulled through the protrieve sheath and was successfully removed from the patient. The patient endured a vessel perforation, which was treated with a stent.

Manufacturer narrative:
The clottriever xl catheter (CT xl) was returned with the clottriever sheath, 16fr (CT sheath) to the manufacturer and they were evaluated. External visual inspection revealed the inner catheter of the CT xl separated at the proximal end of the overmold and the coring element had detached from the middle catheter. The inner catheter, middle catheter, and coring element were further examined under microscope. The damage to the inner catheter appeared to be stretching with the outer pebax coating separated in parts and coils exposed. The proximal end of the overmold on the inner catheter displayed some radial scratching damage likely from twisting of the welded coring element stop ring. No manufacturing related defects to the inner catheter were observed. The middle catheter separation from the coring element appeared to have been properly bonded as remnants of the middle catheter were observed within the molded pebax element. The welded coring element stop ring had been sheared from the coring element. A broken strut was identified on the distal end of the coring element connected to the collection bag wire. A test CT xl catheter was inserted into the complainant sheath. The septum of the hemostasis valve appeared damaged, likely from the removal of the damaged catheter through the device. Radial stretching of the pebax was also observed at the base of the sheath funnel abd a crumple-like ridge was observed at the proximal end of the funnel braid beneath the pebax layer. Two attempts were made to replicate the CT xl failure using CT xl test devices. The first device was tested by inserting a lab CT xl device into a lab CT sheath. An attempt was made to remove the CT xl through the CT sheath while leaving the coring element open with the plunger retracted. This resulted in the inner catheter kinking, a shear of the coring element, just proximal to the coring element stop ring, and distortion of the collection bag. The test sheath exhibited some radial stretching and crumple damage to the pebax at the base of the funnel. The second device was tested by pinning the overmold on the inner catheter, bending the catheter axially, and twisting the device with excessive force. This resulted in the device breaking like the complaint device. The device separated at the customer's site likely due to excessive force used during removal against resistance from possible tortuous anatomy pathways and/or chronic clot burden within the collection bag, and possible use error withdrawing the catheter through the sheath without collapsing the coring element. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warning: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the collection bag and coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." The device labeling includes the following instructions: "6. Retract and rotate the knob of the handle plunger clockwise to unlock it and release the plunger to close the collection bag with the thrombus. Note: if a vessel stricture or stenosis is encountered during retraction that reduces the vessel lumen to less than 10 mm, release the plunger as described in step 6 to relieve tension on the coring element prior to retracting the coring element through the stricture. After the coring element safely passes the stricture, retract the handle plunger back until it stops and rotate the knob counterclockwise to lock it in place. In the event the coring element is still unable to pass the vessel stricture, release the handle plunger, uncouple the spin lock on the handle and advance the outer shaft to re-constrain the coring element. 7. Press the hemostasis valve buttons on the sheath and retract the clottriever xl catheter from the sheath. After removing the clottriever xl catheter from the sheath, release the valve buttons to minimize blood loss." The device labeling lists removal of fibrous, firmly adherent, or calcified material (e.g., atherosclerotic plaque) as a contraindication. It also is contraindicated in patients with suspected tumor thrombus. Vessel dissection and vessel perforation are listed in the device labeling as possible adverse events/complications. Manufacturer reference #: (B)(4).